Event description:
Reports of ultrafiltration problems that were observed over several months were received from the manufacturer's affiliate in canada on 12/14/2001. Reports suggest excess fluid was removed during hemodialysis treatments. Information provided was very limited. There was no reported serious injury. High venous pressure (up to 500) and high tmp (up to 360) were observed during a hemodialysis treatment. "Black blood" was reportedly noted after one hour and 10 minutes. The patient became hypotensive and cyanotic. The blood circuit was discarded and treatment was restarted with the same problems. Treatment was then restarted on another machine. No further problems were reported after. Information provided states that pressure holding test was not performed and on-line pressure holding test was not activated.